Event description:
The facility reported an infusor pump with "syringe holder broken". The process step for this event is unknown. However, it is known to have occurred in the "surgery" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of ' syringe holder" was confirmed during device evaluation. The cause of the problem was damaged syringe holder. No repairs were performed for the reported condition because the device was removed from service. A device history review revealed there were no abnormalities during the manufacturing of this device.